Event description:
While changing an h size cylinder in an ambulance, the cylinder valve was opened and a regulator fire incident ensued. The paramedic received 1st and 2nd degree burns on approximately 25% of their left arm.